Manufacturer narrative:
The following devices were also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a right knee revision. Surgeon converted from old mrh distal femur and corresponding components to the gmrs system. Patient complained of stiffness and surgeon did a washout and changed to gmrs components.